Event description:
It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading was 46 mg/dl. However, customer stated that the insulin pump did not alarmed threshold suspend for the low blood glucose levels. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please reference svn: (B)(4).